Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, medication orders were not displayed on the patient¿s profile in the cabinet. This occurs because the profile only displayed medications which are currently stocked in the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted in and asked customer to show an example. Patient's profiles had missing medications which occurred because the profile only displayed medications currently stocked in the cabinet. Then the tss explained customer that the contact the pharmacy to confirm which medications are stocked. The system functioned as intended after the technical support specialist investigated the issue.